Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the halogen light source, stating that they found halogen lamp of (clh-250) that doesn¿t work, and the fan makes a loud noise. The issue occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light source was not functioning and the lamp socket was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.